Event description:
It was reported that a user experienced hyperglycemia with a cgm value of 340 mg/dl (steady) and a confirmatory fingerstick of 385 mg/dl while using the ilet system with a compatible cgm; a breakfast meal announcement preceded the rise, breakfast cereal was consumed, and two device notifications were noted by the user: a high glucose alert and a sensor error from the cgm. Symptoms included elevated blood glucose. Outcomes included user self-management with hydration, monitoring, and light activity, and the user was instructed to call back with updated readings. Investigation included complaint intake, user interview, and troubleshooting with education on monitoring, alarms, and activity. Investigation of this case revealed hyperglycemia following carbohydrate intake with concurrent cgm sensor error notification, without evidence of ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.